Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 561 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer experienced nausea and dry mouth from their high blood glucose. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer did not have a bent cannula after removing the infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.